Manufacturer narrative:
(B)(4). CAPA: the reported event is covered by the labeling. The labeling states that vascular compromise may occur due to an inadvertent intravascular injection or as a result of vascular compression associated with implantation of any injectable product. This may manifest as blanching, discoloration, necrosis or ulceration at the implant site or in the area supplied by the blood vessels affected. No corrective/preventive action required. Manufacturer narrative: lot number was not reported. Trending on lot number or batch record review could not be performed. Pharmacovigilance comment: a causal relation between the event and the treatment cannot be excluded. The injection technique or the injection procedure per se may have contributed to the event. The case is assessed to fulfill the seriousness criteria due to the medical intervention. Additional comments: device was not returned to the manufacturer for evaluation. (B)(6). Not returned to manufacturer.

Event description:
(B)(4) is a spontaneous report sent on 04-jul-2016 by a physician which refers to a male patient of unknown age. No information about medical history, concomitant medication, history of allergies or previous filler treatments was provided. On (B)(6) 2016, the patient received treatment with restylane injection (specific product unknown) in the periorbital area. Treatment volume, needle and technique were unknown. One day later, on (B)(6) 2016, the patient experienced livedo (livedo reticularis) at right hemi-face, reaching the malar, lateral, nasal and supralabial (over the lips) areas. Treatment for the adverse event included hyaluronidase [hyaluronidase], acetylsalicylic acid, pentoxifylline [pentoxifylline] cefuroxime [cefuroxime] and hirudoid [mucopolysaccharide polysulfuric acid ester] initiated on (B)(6) 2016. Further treatments also included massages, carboxytherapy and hyperbaric chamber. The company has assessed the case to fulfill the seriousness criteria since due to the intervention. At the time of the report the outcome for livedo is unknown. The reporter has assessed the livedo (livedo reticularis) as conditional/unclassified. The company has assessed the livedo (livedo reticularis) as possible related to the treatment procedure with restylane